Event description:
Customer states device gave blood glucose readings of 87, 93, 140, 400mg/dl and then kept reading "hi". The customer went to the doctor's office. The doctor states the device reading was wrong. The customer was sent to the hosp. At the hosp they rec'd a result of 635mg/dl. Customer was given shots of insulin. The customer had a mild heart attack while at the hosp which could have been caused from false device results. No controls were in use. A request was made for the return of the device and replacement product was sent.